Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented at the clinic for a follow up; externalized conductors were noted via diagnostic imaging. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
A partial lead with the lead tip measuring 51.8cm was returned for analysis. External insulation abrasion was noted at 18.3-20.0cm from the electrode tip, consistent with lead friction to another device or heart feature. The etfe coating was intact at this location.